Manufacturer narrative:
A ge oec service representative investigated the issue and found a disconnect between the generator interface and fluoro functions pcbs. Both pcbs were removed and replaced to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system did not save an image and the system locked up during a procedure.